Manufacturer narrative:
As reported. The 55cm optease vena cava filter was stuck at the tip end of the filter delivery sheath during the release process and could not be pushed out. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing it from the packaging. During the preparation of the device, no damage was noted to the filter storage tube. There was difficulty while reaching the target lesion, as the filter could not be pushed when it was delivered to the tip end of the delivery sheath. The filter was never in an acute or sharp bend during delivery, and no thrombus was present at the implant site. The access vessel exhibited no abnormalities, with the filter primarily stuck inside the delivery sheath. A non-cordis filter was used as a replacement. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The parts included in the shipment were the brite tip csi with the filter inside the cannula on the distal end. The distal area of the brite tip csi is separated and was not returned for analysis. A cracked condition on the cannula was observed located approximately 5 cm from the distal end. No other outstanding details were observed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis was performed to assess for malfunctions. The filter was unloaded from the cannula with a lab sample obturator, then loaded into a lab sample winged storage tube. The winged storage tube with the filter inside was inserted as far as possible into the hub of the of the returned brite tip csi. The obturator was inserted through the proximal end of the winged storage tube and advanced through the brite tip csi until the filter exited the distal end. No resistance or obstruction was noticed. The filter expanded as expected. The returned filter was loaded into a winged storage tube lab sample. The winged storage tube with the filter inside was inserted as far as possible into the hub of the of one brite tip csi lab sample. The obturator was inserted through the proximal end of the winged storage tube. The filter was advanced through the returned brite tip csi pushing with the obturator. The obturator was advanced through the brite tip csi until the filter got out through the distal end. No resistance or obstruction was noticed using a brite tip csi lab sample. The filter expanded as expected. The returned filter was inspected with a vision system while it was fully expanded and no damages or anomalies were noted. The separated edges of the piece were also inspected with the vision system, which presented evidence of elongations in the same direction as an angular uniform cut. The characteristics found on the material of the unit are commonly associated with separations caused by a cutting tool. Therefore, it is assumed that the material was cut with an unknown tool. No other outstanding details were observed. The edges of the observed crack were inspecting with the vision system and evidence of elongations in the same direction from the outside surface toward the inside with a perpendicular uniform cut was observed. The characteristics found on the material of the crack are commonly associated with separations caused by a cutting tool. Therefore, it is assumed that the material was cut with an unknown tool. No other outstanding details were observed. The complaint reported by the customer as ¿filter~impeded¿ was not confirmed because the functional test was successfully performed. The functional test with a lab sample was performed successfully observing no anomalies and the filter was properly expanded as expected. However, the event ¿cannula (csi/filters) ~ separated¿ was confirmed, a separated and cracked condition was observed on the cannula. The exact cause of the separated and cracked condition could not be determined. Handling factors such as exposing the device to a sharp medical instrument or withdrawing the vessel dilator before the sheath is in its desired location may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: to avoid damage to the sheath introducer tip, do not withdraw the dilator until the sheath introducer tip is at the desired location in the ivc¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported. The 55cm optease venacava filter was stuck at the tip end of the filter delivery sheath during the release process and could not be pushed out. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing it from the packaging. During the preparation of the device, no damage was noted to the filter storage tube. There was difficulty while reaching the target lesion, as the filter could not be pushed when it was delivered to the tip end of the delivery sheath. The filter was never in an acute or sharp bend during delivery, and no thrombus was present at the implant site. The access vessel exhibited no abnormalities, with the filter primarily stuck inside the delivery sheath. A non-cordis filter was used as a replacement. The device will be returned for evaluation.